Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature report citation: patel sb snyder me, riemann cd, foster ER, sisk ar short-term outcomes of combined pars plana vitrectomy for epiretinal membrane and phacoemulsification surgery with multifocal intraocular lens implantation. Clinical ophthalmology. 2019.13. 723-730 the manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A 61-year-old male patient experienced, transient postoperative ocular hypotony and patient has topical medications. Postoperative follow up after suture less pars plana vitrectomy using the vitrectomy system in the right eye. Intraocular pressure normalized spontaneously during routine postoperative follow up.